Event description:
The ventilator's remote alarm to the nurse call system locked up after the high airway pressure alarm went off. The unit alarm cleared, but would not cancel the remote alarm to nurse call system. Ventilator was removed and replaced with another unit. Unit was sent to biomed, who contacted manufacturer to pick up the ventilator.====================== manufacturer response for ventilator, e-500======================awaiting response, unable to resolve.